Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Three days prior to implant, the patient presented with gastrointestinal (gi) bleeding, a large polyp was noted, and was diagnosed with of ischemic colitis, treated with a blood transfusion. The patient¿s medical history includes dvt on chronic anticoagulation, hypothyroidism, chronic obstructive pulmonary disease (copd), pancreatitis, gi bleed, hypertension, active smoker, hysterectomy, cholecystectomy, colectomy and tonsillectomy. Per the implant records, the indication was gi bleed with history of deep venous thrombosis (dvt). The filter was deployed at the upper l3 level and below the renal veins. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages including, but not limited to perforation of the wall of the ivc, a fractured strut within the posterior aspect of the ivc lumen, and ivc thrombosis. Per the medical records, eighteen days after implant, the patient had left leg and foot pain, a left leg doppler study was negative for thrombosis. Ten days later, had dizziness and vertigo; and a CT scan was negative for acute abnormality. Approximately one year after implant, the patient had a right thumb hangnail infection. Approximately one year and nine-month post implant, the patient had a colonoscopy. Approximately four years and eight months after implant, the patient developed takotsubo cardiomyopathy with idiopathic thrombocytopenia; was treated with steroids and cessation of anticoagulation. Approximately four years and ten months after implant, the patient had a CT scan that revealed the distal prongs of the ivc filter extended beyond the margins of the walls of the ivc without evidence of leakage. No evidence of fluid collection around the ivc. The proximal aspect of this filter is below the level of the renal veins. There are findings suggestive of fractured strut fragment within the posterior aspect of the ivc lumen measuring 0.6cm in transverse dimension. The placement of the filter is a chronic finding as the filter was placed february of 2014. Five years after the filter was implant, the patient was admitted for pancreatic ca, immune thrombocytopenic purpura, acute pancreatitis, thoracic and abdominal aortic aneurysms and an active smoker. Additionally, ivc filter thrombosis was confirmed. Four days later the patient was diagnosed with mild abdominal aortic aneurysm and an ascending thoracic aortic aneurysm 4.2cm in size and was cleared for an endoscopic whipple procedure which was recommended sixteen days later. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc; fracture of the ivc filter, with the fractured filter struts retained within the posterior aspect of the ivc lumen and migration of the fractured strut(s); blood clots, clotting and occlusion of the ivc. The patient further reports anxiety related to the filter; occlusion and thrombosis of the inferior vena cava. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, several struts of the filter perforated the wall of the inferior vena cava (ivc). There is a fractured strut within the posterior aspect of the ivc lumen, and ivc thrombosis. The implanted filter poses a progressive risk of additional perforation of the ivc and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, additional fracture(s), embolization of a fracture (s) and additional thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Three days prior to the index procedure, the patient was admitted for gastrointestinal (gi) bleeding. The patient had a gi work up where a large polyp was noted, and a diagnosis of ischemic colitis was made. The patient received a blood transfusion. Per the implant records, the filter was indicated for gastrointestinal (gi) bleeding with history of deep venous thrombosis (dvt). Using a femoral approach, the trapease vena cava filter was deployed under fluoroscopy at upper l3 level and placed below the renal veins. The patient tolerated the procedure well. There were no complications. The patient was discharged to home 5 days after admission. Per review of the medical records provided, aproximately eighteen days after the filter was implanted, the patient complaint of left leg and foot pain, and underwent a left leg doppler study which was negative for thrombosis; additionally, ten days later, had symptoms of dizziness and vertigo; and results from a computed tomography (CT) scan were negative for acute abnormality. Approximately one year after the filter was implanted, the patient developed a right thumb hangnail infection. Approximately one year and nine-month post implant, the patient underwent a colonoscopy. Approximately four years and eight months after implantation, the patient developed takotsubo cardiomyopathy with idiopathic thrombocytopenia; was treated with steroids and cessation of anticoagulation. Approximately four years and ten months after implantation, the patient was submitted to a computed tomography (CT) scan for evaluation of an unspecified injury to the inferior vena cava. The CT scan revealed the distal prongs of the ivc filter extended beyond the margins of the walls of the ivc. There was no evidence of leakage. There was no evidence of fluid collection around the ivc. The proximal aspect of this filter is below the level of the renal veins. There are findings suggestive of fractured strut fragment within the posterior aspect of the ivc lumen measuring 0.6cm in transverse dimension. The placement of the filter is a chronic finding as the filter was placed (B)(6) 2014. Five years after the filter was implanted, the patient was admitted for pancreatic ca, immune thrombocytopenic purpura, acute pancreatitis, thoracic and abdominal aortic aneurysms and an active smoker. Additionally, ivc filter thrombosis was confirmed. Four days later the patient was diagnosed with mild abdominal aortic aneurysm and an ascending thoracic aortic aneurysm 4.2cm in size and was cleared for an endoscopic whipple procedure which was recommended sixteen days later. The patient¿s medical history includes dvt on chronic anticoagulation, hypothyroidism, chronic obstructive pulmonary disease (copd), pancreatitis, gi bleed, hypertension, active smoker, hysterectomy, cholecystectomy, colectomy and tonsillectomy. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years and nine months post implantation. The patient reports perforation of filter strut(s) outside the ivc; fracture of the ivc filter, with the fractured filter struts retained within the posterior aspect of the ivc lumen and migration of the fractured strut(s); blood clots, clotting and occlusion of the ivc. The patient further experienced anxiety related to the filter; occlusion and thrombosis of the inferior vena cava.

Manufacturer narrative:
The exact implant date is unknown; stated to be on or about (B)(6) 2014. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that a fractured strut was within the posterior aspect of the inferior vena cava (ivc) lumen, several struts of the filter had perforated the wall of the ivc and was associated with ivc thrombosis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture and ivc perforation events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: several struts of the filter perforated the wall of the inferior vena cava. There is a fractured strut within the posterior aspect of the ivc lumen, and ivc thrombosis. The implanted filter poses a progressive risk of additional perforation of the ivc and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses and increased and progressive risk of migration, additional fracture(s), embolization of a fracture (or fractures) and additional thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.